Event description:
Smiths medical international ltd., has been notified an event of after one week in use, the bonded portion of the balloon became unstuck and leaked. The tube was replaced. Unit was pretested per instructions for use. No adverse outcome.